Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. A collimator calibration was performed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not perform subtraction and no images were displaying on the system. No pt injury was reported.